Event description:
It was reported that this pacemaker exhibited oversensing on the right atrial (ra) lead channel that led to an inappropriate mode switch. The presenting electrogram (egm) showed the device was operating as programmed and the lead measurements were within normal range. The device and lead remain in service. No adverse patient effects were reported.